Event description:
Adverse event, product problem, disability or permanent damage. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.